Event description:
It was reported that when using the bd pyxis¿ medstation¿ es power spark had occurred between aux drawer and main station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a spark was reported between the drawer and the station, indicating a potential fire hazard, and user powered off the station as a precaution. A field service engineer (fse) identified that the station spine cable was damaged and replaced it with a new one to resolve the issue. After the replacement, the storage space was successfully recovered and verified using the hardware testing application (hta). The customer also tested and confirmed that the system was functioning as expected. The system functioned as intended after the field service engineer repaired the device.